Manufacturer narrative:
This report is filed on november 22, 2016. (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient developed infection at implant site; subsequently, the patient was treated with oral antibiotics for a duration of 10 days and topical antibiotics (date and duration not reported). The implanted device remains.